Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel(device #4) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel(device #4). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). An additional emdr was submitted to represent the composix (device #2) . An additional emdr was submitted to represent the bard/davol flat mesh(device #3). Not returned.

Event description:
Attorney alleges per amended short form: on (B)(6) 2003, the patient underwent surgery for implant of an unspecified bard/davol marlex (flat mesh)(device #1). On (B)(6) 2004, it was alleged that the patient underwent surgery for implant of an unspecified bard/davol composix(device #2). On (B)(6) 2005, it was alleged that the patient underwent surgery for implant of an unspecified bard/davol monofilament polypropylene mesh/bard mesh (flat mesh)(device #3). On (B)(6) 2006, it was alleged that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on(device #4). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol marlex (flat mesh)(device #1), and bard/davol composix (device #2)bard/davol bard mesh (flat mesh)(device #3) , composix kugel hernia patch(device #4). As reported, the attorney alleges patient experienced emotional distress and the device was defective.